Event description:
It was reported that, customer states that the product is very thin and that when donning them their fingers go right through. Customer states that they also don't completely cover properly and that they leak as well.

Manufacturer narrative:
It was reported that customer states that the product is very thin and that when donning them their fingers go right through. The customer states that they also don't completely cover properly and that they leak as well. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.